Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent non-invasive programmed stimulation (nips) and defibrillation threshold (dft) testing and the system displayed a fault code (fc) 1005 due to a shock being delivered into an open condition due to high impedance. The shocking configuration is programmed to triad. A boston scientific technical services consultant instructed the physician to program the lead configuration to distal coil to can and try another commanded shock. The physician performed the reprogramming and a shock impedance measurement within normal limits was observed. The physician performed repeat dft testing which confirmed an open condition. The system was removed from service and replaced. No additional adverse patient effects were reported.